Manufacturer narrative:
Nag1: manufacturing site information entered.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. A conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment appears to be related to procedure circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
Date of event estimated. The location of the device is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The prostar device referenced in b5 is filed under a separate medwatch report number. Attached article, titled "[comparison of two suture mediated closure devices for access site closure after transfemoral aortic valve implantation].¿na

Event description:
¿It was reported through a moderated poster contribution identifying proglide and prostar devices that were related to an unspecified device failure. Following outcomes: access site bleeds (minor, major access site complications and major life-threating disabling bleeds requiring blood transfusions.) Specific patient information is documented as unknown. Details are listed in the attached article, titled [comparison of two suture mediated closure devices for access site closure after transfemoral aortic valve implantation].¿